Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from the grip tang routing groove. A loop of the wire was observed protruding above the outer surface of the main tube, with localized insulation damage at the displaced section. The protruding wire interferes with normal grip articulation, resulting in a n-smooth gripping motion. The wire insulation was damaged and the internal conductor wires were exposed; the instrument passed the electrical continuity test. Additionally, the instrument was found to have damaged conductor wire insulation at the grip tang. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of the dislodged conductor wire is attributed instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument didn't open and close as intended. The black cord was bulging out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not in strong grip mode at the time of the event. The jaws were opened with another instrument. The jaws were not stuck on tissue when the issue occurred. There was no adverse event. There was no tissue removal. There was no bleeding or injury to the patient.